Manufacturer narrative:
The referenced previously reported suspected driveline damage was reported under medwatch MFR report # 2916596-2017-01460. (B)(4). Approximate age of device ¿ 30 days. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a previously reported pump exchange on (B)(6) 2017 due to suspected driveline damage. Approximately 1 month post pump exchange, low speed advisory alarms occurred and the pump speed went down to approximately 4000 rpm. The pump power also fluctuated to over 15 w. The patient¿s lactate dehydrogenase level was normal. A ramp echocardiogram was able to show unloading of the left ventricle with increased pump speed. Reportedly, no signs of pump thrombosis were present and the patient was asymptomatic. The system controller log file reviewed by the manufacturer's technical services representative confirmed low speed events and frequent high pump power events while the system controller was connected to batteries or the patient cable. A phase to phase short was suspected, and the patient was provided with a non-grounded patient cable for use with the power module. On (B)(6) 2017, an internal driveline revision was performed. It was reported that the healthcare professionals felt that the driveline loop that they had made inside the body was too small which may have caused the potential damage to the driveline. Therefore, they reopened the site at the driveline loop location and made a bigger driveline loop to prevent further banding of the driveline, which they felt could potentially cause further damage if left untreated. No further pump speed drops occurred after the procedure. No additional information was provided.

Manufacturer narrative:
Although the reported low speed events and power elevations were confirmed through the submitted log files, a potential cause could not be conclusively determined through this evaluation. Evaluation of the log files revealed elevated pump power in the range of 9-18.9w with low speed events observed on (B)(6) 2017. No atypical alarms or pump stops were captured. The patient remains ongoing on lvad support. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.